Event description:
It was reported that during a pci procedure, the guide wire fractured. The lesion being treated was located in the calcified and 90% stenotic proximal left anterior descending artery (lad). The wire fractured during platforming of a 1.25 burr. The proximal segment of the wire remained in the 7fr bright tip guide catheter that was disposed at the hosp. The distal segment of the wire remains in the burr. The procedure was completed with another of the same device. Pt status is listed as "good."

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.